Event description:
It was reported that during a da vinci surgical procedure, the prograsp forceps instrument was observed to have a frayed wire sticking out, surgeon did not trust using. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted.